Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm sounded when the cassette came off. The same alarm occurred following a pump replacement. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Three samples were received for evaluation. Visual inspection revealed the samples were received in a plastic bag, not in original packaging and in used conditions; no damage or defects were noted. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
, Corrected data: corrected data: h6 sample was received; not device not returned.